Manufacturer narrative:
No product was returned for evaluation. A device history record (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause could not be determined due to the fact no samples, pictures or videos were received to evaluate.

Event description:
It was reported two reservoir cassettes leaked during compounding. The cassettes were being filled close to the max volume of 98-99ml. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08055 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08055 is no longer considered reportable, please disregard any MDR reports associated with it.